Event description:
Pt underwent a directional coronary atherectomy. A 0.14 300cm wire tip was noted to be fractured with the distal tip lodged in a distal capillary of the right coronary artery. No surgical removal is planned, the pt was discharged home on 8/17/96.